Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed a hole (puncture) in the balloon on its distal side. No other anomalies were noted. During functional testing, the balloon was attempted to be inflated and the balloon kept deflating due to the puncture in the balloon. The balloon was leaking due to the hole (puncture) in the balloon and reported event of leak and failure to inflate were confirmed. Information available indicated that damage was noted to the device packaging and the device was prepared as per the dfu. However, based on the information currently available and device analysis, a definitive cause of the reported leak and failure to inflate could not be determined; therefore, an assignable cause of undeterminable was assigned. Further review of the event confirmed that the leak was noted out side the patient at the balloon during preparation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the balloon catheter was found to be leaking during preparation for the procedure. There were no reported clinical consequences to the patient.

Event description:
It was reported that the balloon catheter was found to be leaking during preparation for the procedure. There were no reported clinical consequences to the patient.